Event description:
Pedicle screw breakage in the tulip area of the screw head.

Manufacturer narrative:
The surgeons think it was a fatigue breakage. Initial surgery was 3 months before. Implant was damaged during revision surgery by the surgeon on purpose. Pt is fine.